Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient has had multiple falls. Impedances were observed on both leads. Surgical intervention may be taken at a later date to address the issue.